Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized and was treated with ceftazidime injection, (1gm, intraperitoneal, once daily, ongoing) and cefazolin injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. Pd therapy was ongoing. It was reported that the patient was recovering from the event. No additional information is available.